Event description:
Customer reported that she was unable to test due to her adc blood glucose meter turning on with button press, but then quickly powering off with button press or test strip insertion, not giving time to make a reading. Customer further reported experiencing symptoms described as dizziness, chills, sweating, and almost a "loss of knowledge". Customer was treated with a whole unit of glucagon injection by a non healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Serial number) has been updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo was reviewed and the DHR showed the freestyle precision neo passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she was unable to test due to her adc blood glucose meter turning on with button press, but then quickly powering off with button press or test strip insertion, not giving time to make a reading. Customer further reported experiencing symptoms described as dizziness, chills, sweating, and almost a "loss of knowledge". Customer was treated with a whole unit of glucagon injection by a non healthcare professional. There was no report of death or permanent injury associated with this event.